Event description:
Boston scientific crm received information that this right ventricular (rv) lead had dislodged. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. No further information is available. If additional information becomes available, this report will be updated and resubmitted.